Event description:
It was reported that the pt experienced loss of therapy about two mos ago. A rotor study was performed and the rotor did not seem to move. The pump was explanted and replaced. No pt injury was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.